Manufacturer narrative:
The reported complaint was confirmed. The subsidiary was sent a reminder on the importance of keeping the system fully charged at all times per information provided in the instructions for use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, during a cpb procedure an electrical voltage drop occurred. This caused the equipment to lose the signal from the ccm and the screen went black. It was observed that the screen fans were working. The perfusionist reported the situation and was advised to continue the procedure manually. He restarted the equipment during surgery and the ccm responded correctly. The level sensor was alarming and that alarm was successfully removed. Per the manufacturer's subsidiary, all of the equipment was later checked by the technical service representative and working properly. Per the manufacturer's subsidiary's technical service representative, the voltage drop occurred during surgery and that the interruption happened with the wall outlet and affected the whole surgery room. The energy in the room was restored quickly. The physician in the previous case reported that the hlm and the battery on the ccm was in the red. She connected the hlm to the wall outlet prior to the surgery in which the reported complaint occurred. The hlm battery charge was not enough to sustain the device when the voltage drop occurred, causing the ccm to go black.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) went black when an electrical voltage drop occurred. As a mitigation, the local controls on the pumps were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020 during a cpb procedure the perfusion team had encountered an incident with their heart lung machine (hlm). The team set up the hlm without issue, primed and commenced cpb with all systems working, including the ccm. During surgery there was a suspected voltage drop because of a hospital issue and the ccm lost function. The team was able to locally control the roller pumps and there was no harm to the patient. The case continued without a delay in the surgical procedure. There was no harm or blood loss due to this issue.